Manufacturer narrative:
Device evaluation: the lens was returned dry in a micro centrifuge vial and had clear surgical residue/ debris on the product. Visual inspection found the lens haptic bent and presence of clear and white residue on the lens surface. (B)(4).

Manufacturer narrative:
Date received by manufacture: it is corrected from 17-jan-2018 to 12-jan-2018 in the previous MDR. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -07.50 diopter, in the patient's left eye (os), on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved. The patient's post-op best-corrected visual acuity was 20/16.